Event description:
It was reported that the non-(B)(6) right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited gradual increase of high out of range impedances measuring greater than 125 ohms. Technical services (ts) discussed possible causes and recommended for a commanded shock test to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. Additional information for lead information was requested but not provided at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).